Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited crystallized insertion tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: instruction manual olympus gif/cf/pcf-260 series operation chapter 3 preparation and inspection 3.6 inspection of the endoscopic system reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures 3.3 precleaning 3.5 manual cleaning should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.